Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose running from 300 to 500 mg/dl. The customer also reported that they experienced blood glucose over 100 mg/dl and over 200 mg/dl. The device is not expected to be returned for analysis.